Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 212 mg/dl. A system check was performed with tandem technical support, the customer reported adding or removing insulin outside the loading sequence. Tandem technical support educated the customer that this is considered off label per tandem user guide. The customer successfully changed the pump supplies and resumed insulin therapy.